Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The product was not returned for evaluation. The user reported that the cannula was not inserted correctly into the infusion site, this condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
On (B)(6) 2015, customer reported the cannula became dislodged/failed to insert properly. Condensation was seen in the view port and blood glucose was 323 mg/dl.